Event description:
It was reported that the pump declared multiple alarms during the load process. There was no adverse impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.